Event description:
Patient reports "erratic" breathing, as a result of a catheter revision some years ago. Reportedly, the catheter became dislodged (doesn't remember when). She states that the location of the catheter is placed high, "near her heart", and that she has had problems "with breathing" since implantation. She did also state that she has gained 20 lbs. Patient has a neuro pump for dilaudid administration.

Manufacturer narrative:
(B) (4)